Event description:
Caller reported a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was guided through the process. After completing the reset, the error did not reappear, and the caller successfully started a new sensor session.